Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Ess66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic adhesions ("left fallopian tube was adhesed to pelvic side wall so only the right was removed.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (one side removal of fallopian tube);). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and pelvic adhesions had not resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013. Removal details- left fallopian tube was adhesed to pelvic side wall so only the right was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia);genital bleeding, pelvic adhesion,dysmenorrhea (cramping); pain; weight gain. Lot number and new reporters, concomitant conditions were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left side pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. Ess66682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic adhesions ("left fallopian tube was adhesed to pelvic side wall so only the right was removed.") And was found to have weight increased ("weight gain"). The patient was treated with tranexamic acid (tranexamic), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (hysterectomy (full) and salpingectomy (one side removal of fallopian tube);). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, pelvic adhesions, depression, fatigue and dyspareunia had resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013. Removal details- left fallopian tube was adhesed to pelvic side wall so only the right was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: the placement was correct and the tubes were now blocked. Result of essure confirmation: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New events: psychological or psychiatric problems condition: depression, dyspareunia (painful sexual intercourse), fatigue were added. Outcome for events added. New reporters, plaintiffs information added. Treatment drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.